Event description:
One day s/p pacemaker changeout for battery depletion it was noted that there was a loss of capture and sensing. The pt was scheduled for lead replacement. After the new leads were connected to the pacemaker, no pacing or sensing was noted. A magnet was placed over the device and did not elicit asynchronous pacing. The physician elected to replace this pacemaker with a like and similar device. Magnet application to the new device elicited asynchronous pacing.

Manufacturer narrative:
Co subjected this unit to a complete final acceptance test and confirm that this pacemaker is not defective. The observed behavior of the pacemaker is fully in compliance with specifications: in case of synchronous pacing mode, the device will not pace until the pt's intrinsic rate drops below that of the basic rate of the pacemaker.